Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an episode of non-sustained noise. Subsequently, the patient underwent a revision procedure and upon pocket opening it was revealed that this patient had twiddler's syndrome. The rv lead had been twiddled and exhibited dislodgement. The physician removed the lead and successfully implanted a new rv lead. No adverse patient effects were reported. The lead will not be returned.